Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the patients ablation procedure, this device displayed undersensing, noise and oversensing resulting in pacing inhibition greater than two seconds. There were no adverse patient effects reported. The physician was upset when the device paced during the procedure. A technical service consultant and product engineer was consulted and recommended voo mode during the procedure.